Event description:
It was reported that during a revision, the patients lead was frayed and part of the lead was in the epidural space. The retracted lead will not be returned. No further information could be obtained despite good faith efforts.